Event description:
The pump was reported to have had uncontrolled flow of solution prior to connecting to pt with the device turned off. According to rptr, pump problem noted prior to any pt involvement and there was no pt injury. No additional info was able to be obtained.